Manufacturer narrative:
On (B)(6) 2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the coating is different from manufacturing specifications and has been changed. The instrument has been repaired / modified outside of microfrance by an external contractor no qualified by (B)(4). Device history evaluation - no nonconformity for this lot. Conclusion: the instrument has been repaired / modified outside of microfrance by an external contractor not qualified by (B)(4). This modification could have weakened the instrument and led to the reported event.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
During use of monopolar forceps for hemostasis of amygdalectomy on a child of (B)(6), surgeon discovered a burn at the left commissura labiorum and on the internal left cheek, part in direct contact with sheath of monopolar forceps. Burn treated with paraffin jelly.